Event description:
A pt service representative (psr) contacted zoll customer support while assisting an (B)(6) female pt to report that the charger/modem indicated charger problem, cannot charge batteries. The pt was provided with a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger problem / cannot charge batteries) was confirmed. As received, the q1 transistor was shorted in the battery circuit on the bedside board. The cause of the strange sound and inability to charge the batteries is the shorted q1 transistor. The q1 transistor controls the current flow to the battery while charging. The root cause of the shorted q1 transistor cannot be positively identified. No adverse event resulted from the damaged transistor. The pt received a replacement charger/modem.